Event description:
Patient reported that their one touch ultra meter continued to give them an error 2 message. This issue was not resolved with troubleshooting. Patient was using the correct technique for testing and the condition of the test strips was good. Patient was asked to clean the meter and retest, but the issue still persisted. Patient had also reported that they had contacted the emergency services, but there is no further information regarding that. Patient did report that they were tested on another ultra meter with an approximate result in the "300s". This case is reported as a meter malfunction since the error 2 issue was not resolved.